Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics assembly. Device had moisture damage on motor, battery tube, vibrator and keypad assembly. Device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing end cap sticker. (B)(4).

Event description:
Customer's mother reported via phone call that the screen on the insulin pump went bright green and then blank. It was stated that the insulin pump has small cracks near the battery cap but the battery cap is not damaged. The insulin pump was not dropped or exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. They had changed the battery twice and the display remained blank. It was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display did not return. Blood glucose value was 200 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.